Manufacturer narrative:
The customer has not returned any product. A specific root cause was not identified for this event. Additional information was requested for investigation but was not provided. No information was provided in the complaint that would point to a cause for the discrepant results. Since no product was received, the investigation could not be completed.

Manufacturer narrative:
(B)(4).

Event description:
The customer questioned glucose results for 1 patient tested on 3 inform ii meters. Based on the data provided, the results from one inform ii meter with serial number (B)(4)were erroneous when compared to the laboratory. The result from inform ii meter serial number (B)(4) was 161 mg/dl. The result from the laboratory was 118 mg/dl. The patient was tested on 2 other inform ii meters and the results were 131 mg/dl and 150 mg/dl. Separate finger sticks were used for all tests on the meters. All meter tests and the sample for the laboratory were obtained within 10 minutes. The result of 118 mg/dl from the laboratory was believed to be correct. The patient was not treated. No adverse event occurred. Both levels of quality controls (qc) were run and passed on all 3 inform ii meters within 24 hours of the event. The test strips were requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.